Event description:
The customer reported a leak from a coulter hmx hematology analyzer with autoloader, which was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated or impact to patient treatment in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and found the sample line was disconnected from the blood sampling valve (bsv). The fse replaced the tubing to resolve the leak. Repairs were verified per established procedures. (B)(4).